Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a minimal calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 9f and the tavi procedure was completed. Reportedly, there was a third device attempted at 4 o'clock position to be pre-placed after the tavi had been completed; however, when the plunger was removed, there was no suture present. In addition, during foot plate closure, despite closing the lever the foot remained in the open position. A vascular cutdown was performed to remove the device. At this time, it was noticed that the proglide was broken but still held together by the actuator wire; therefore, not allowing to move the lever and close the footplate. Patient was given two units of blood transfusion as a result of the device issue. There was reported clinically significant delay and extended hospitalization. No additional information was provided.

Event description:
Additional information received: the device snapped between the metal and black attachment. There was slight tissue damage which was repaired and sutured. Lignocaine and pain relief medications were given the patient in order to perform surgical cutdown. It was confirmed via cut down that no foreign body was left in the anatomy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and guide detachment were confirmed based on the returned device condition. The reported device entrapment (inability to remove the device) and inability to retract the foot could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to guide detachment, cuff miss, inability to retract the foot and device entrapment appear to be related to high angle of insertion during device placement. The reported patient effects of hemorrhage and tissue damage (vascular injury) are listed in the proglide instructions for use as potential adverse events. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h6: device code 1069 removed